Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. A philips remote service engineer (rse) assisted the operator on this issue. The customer informed the philips rse that they want the device evaluated and serviced. A field service engineer (fse) evaluated the device. The manufacturer¿s service technician evaluated and determined the interface printed circuit assembly board and motor blower assembly had caused the issue to occur on the device. The manufacturer¿s service technician replaced the interface pca board and motor blower assembly to resolve this issue on the device. After replacing the parts on the device, the manufacturer¿s service technician performed all relevant tests, and it passed on the device.